Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01297. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 8 months. Manufacturer's investigation conclusion: the reported low speed alarms and pump stop events were confirmed via the submitted log file data. Log files captured low speed alarms and pump stops while support was switched from batteries to the power module and then back to batteries. Additional low speed alarms and pump stop events were captured while the device was supported with power module. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed alarms, as well as the pump stop events, cannot be conclusively determined through the evaluation of the returned portions of driveline. A distal end driveline repair was performed by a technical services representative. The approximately 19" segment of driveline replaced by technical services was returned for evaluation. Damage to the silicone sleeve was observed underneath a prior rescue tape repair. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was returned assembled with the driveline cut at the nipple housing and approximately 27¿ of the severed portion was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The heartmate ii lvas instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a low speed alarm occurred when on the mobile power unit (mpu) support. The patient was instructed by the healthcare professional to place the lvad on battery support, and the alarm stopped. Vad interrogation reportedly confirmed pump stoppages. No damage was reportedly seen on the driveline and the patient had no weight gain. The submitted log file was reviewed by technical services and confirmed the pump stoppages. In the submitted x-rays, there was an area external right at the distal end bend relief where the shielding looked possibly pinched. On (B)(6) 2018 the manufacturer¿s technical services performed a distal end percutaneous lead (driveline) replacement. Post replacement, another pump stoppage occurred. The patient was provided an ungrounded patient cable. On (B)(6) 2018 it was reported that driveline fault alarms occurred. The alarm was cleared and did not return. Technical services reviewed two additional log files and confirmed the driveline fault events on (B)(6) 2018. A system controller exchange was performed and the log file from the second system controller in use showed the same driveline phase was degraded. Additional information was requested, but was not provided. Additional information: it was reported that there was evidence of progressive degradation of the driveline, worsening short to shield, and high risk for pump stoppage. The patient was worked up for transplant with planned pump exchange to heartmate 3 the following week. On (B)(6) 2018 the patient underwent pump exchange.